Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture involving a citation stem was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because no determination can be made regarding the cause of the apparent failure of periprosthetic fracture. More clinical information such as pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Event description:
Patient presented to the hospital with a peri prosthetic fracture after a fall. The surgeon decided to remove the stem and replace it with a restoration modular.

Event description:
Patient presented to the hospital with a peri prosthetic fracture after a fall. The surgeon decided to remove the stem and replace it with a restoration modular.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.